Event description:
It was reported to philips that the device has bent battery pca pins. There was no patient involvement. The field service engineer (fse) has evaluated the device and it needs a battery pca. The fse has identified this as malfunctioning part. It will be replaced and then the device will be validated by performance assurance testing. The device remains at the customer site.